Manufacturer narrative:
Product analysis: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. Concomitant medical products: 5076-52, lead, implanted (B)(6) 2011.

Event description:
It was reported that the right ventricular (rv) lead alert triggered for low impedance. The lead was going to be extracted but surgery was canceled when the lead impedance returned to normal range. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.